Event description:
The patient reported that subsequent to the implant of a protegen sling for treatment, a diverticulum developed on the urethra which required removal. Prior to the removal the patient suffered through excruciating pain and discomfort, including pain during intercourse. Following explant surgery the patient continued to suffer from severe complications of the protegen, including the need for placement of a fascial sling. Pt continues to suffer from pain around the bone anchors. The device was not returned for evaluation. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.